Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the video cable. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus colonovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, a foreign material at the forceps channel port and objective lens was identified. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding a foreign material at the forceps channel port and objective lens. In addition to the reportable malfunction, the following were noted: the forceps channel port had a scratch; the air/water-cylinder had no color; due to a crack on the objective lens, the image had a partially dark area; the image guide protector had a cut; the plastic distal end cover had a crack; the adhesive on the bending section cover had a crack; the connecting tube had a wrinkle; the light guide connector was deformed; the protector of the universal cord on the suction connector side had a cut; due to a pinhole on the video cable, water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.